Event description:
It was reported that the wake button was delayed in responding to touch. Reportedly, the issue resolved. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 70 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue and the customer continued to use the pump for insulin therapy. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.